Event description:
After implanting the graft and releasing the clamps, the graft leaked approx. 60-80cc of blood through its walls when it was touched by finger and, or forceps by the dr. Gelfoam and protamine were used to stop the bleeding and the graft was left in. The pt's condition is fine.